Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 34 mg/dl and 138 mg/dl and within 10 minutes: lo (less than 20 mg/dl) and 156 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.